Event description:
It was reported that after an implantation of an endoprosthesis, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger deployment, the needles missed the cuffs and the entire suture pull out of the vessel when the needle plunger was removed. The device was removed and a second proglide device used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: although a perclose proglide device was returned for analysis, it was confirmed from the customer that this was not the reported complaint device since the returned device was received in a fully deployed state. The incorrect device was returned; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.